Event description:
It was reported that the patient underwent a lead revision procedure wherein the lead was moved to a different vertebral level to cover the higher pain area. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch/lot: 7072380.